Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse checked the air compressor for physical evidences of smoke or the smell of smoke and was not able to detect any. The cse proactively replaced the air compressor. The cse performed system checks and performed as intended. A siemens headquarters support center (hsc) specialist reviewed the information provided. Hsc suspects that failure was due to the "flapper valve" on the air compressor. The cause of the alternating current air compressor tank issue is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that their alternating current air compressor tank was vibrating loudly and smelled smoky on their dimension vista 500 instrument. The siemens customer care center (ccc) instructed the customer to power off the instrument completely, as a result, this caused a delay in processing patient samples. There are no known reports of patient intervention or adverse health consequences due to the delay.